Manufacturer narrative:
(B)(4). Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
It was reported that the vns patient experienced an infection and underwent generator and lead explant. The explanted device were discarded by the explanting facility; therefore, no product analysis can be performed. It was reported that the patient was scheduled for reimplant. The patient underwent generator and lead reimplant on (B)(6)2015. No additional relevant information has been received to date.